Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when removed from the dispenser coil, the hypotube had separated inside the strain relief tubing so the hub was separated from the shaft of a 4.5 x 08 mm nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided